Event description:
During a pneumonectomy procedure, the instrument was difficult to open on pulmonary artery. The surgeon clamped below the instrument and resected the instrument off. Suture was applied to complete the procedure. The pt's status is satisfactory.